Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was seen in the emergency room after receiving shock therapy. Device memory was reviewed where it was noted that there was oversensing occurring on the atrial electrogram. There were no adverse patient effects reported.